Manufacturer narrative:
Evaluation, results: related to operational context; related to another device. Conclusion: operational context caused or contributed to the event; (date of event) - asked but unknown.

Event description:
Cine image review: image review shows the wire being withdrawn through the guide catheter during the procedure. One image shows the guide catheter with the balloon catheter still engaged in the guide shaft and the guide wire beyond the distal tip of the guide catheter. The distal tip of the wire appears still intact in images depicting the wire being pulled into the guide catheter. There is no evidence on the cine that the wire broke or unraveled inside the patient.

Event description:
It is reported that when the stent was introduced into the guide catheter hub there was restriction. The guide catheter was checked and there was no damaged or restriction noted. Guide wire was very tight when wire was introduced into the catheter. After entry to the vessel, the tip was flexed. It was attempted to remove the wire but the wire would not come. The wire was then removed alongside the catheter. No patient clinical sequelae reported. Evaluation summary: received for evaluation was one severely unraveled cougar guide wire. The proximal and distal core/hypotube joints of the cougar guide wire are intact; also the ribbon and core wire remained glued together. The distal tip is missing (it is unknown if detachment occurred in the patient or outside the patient). The guide catheter used in the procedure was not returned for evaluation.